Event description:
International affiliate reports pt had the sensor implanted in 2003. The sensor was not functioning in 2003 when the pt was exposed to MRI with 1.5 tesla. The sensor was burned and became stuck in the pt's brain. The nylon catheter portion of the device broke when the dr tried to remove the device from the pt. A portion of the catheter remained in the pt's brain and was removed during surgery in 2003. Tests were performed and the pt is under observation for an infarct.